Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2017-00388 3005168196-2017-00389. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure in the portal vein, superior mesenteric vein (smv) and splenic vein using indigo aspiration system catheters 6 (cat6) and an indigo system separator 6 (sep6). During the procedure, while in use with another manufacturer¿s 6f sheath, a cat6 was removed to be flushed after being clogged. However, upon removal, the physician noticed that the cat6 was kinked around the mid-shaft area. Therefore, the cat6 was set aside and a new cat6 was opened to continue the procedure. Next, the physician added a sep6 to help clear the system; however, the sep6 distal tip kept folding on itself when it exited the cat6. The physician then requested a new sep6. Upon removing the cat6 to flush the system, the physician noticed a kink around the cat6 mid-shaft; therefore, the cat6 was set aside. The physician believe that the rotating hemostasis valve (rhv) was too tightened around both cat6¿s and did not mention resistance while using both cat6¿s. The procedure was completed using a new cat6 and a new sep6. There was no report of an adverse effect to the patient.